Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, cylinder tubing leakage.

Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed leakage at the connector of the inlet tube of the pump. One connector sleeve was not received. No functional abnormalities are noted with cylinder #1, cylinder #2, or the reservoir. Based on the information and evaluation, quality determined that the leakage noted from the connector on the inlet tube was most likely a result of one sleeve not connected. The disconnected sleeve may have occurred during explant. The information received indicated cylinder tubing leakage, but because no functional abnormalities besides the connector leakage were noted, quality cannot determine the root cause of this event. Due to the period of time implanted, the device would have failed earlier if the connector sleeve was not attached. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.